Manufacturer narrative:
D4: updated UDI. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: low or blocked pump flow: the cause of the low pump flow was not determined as the issue was not able to be reproduced on the returned pump, data logs were not recovered, and insufficient clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated with additional information from the physician. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Additional information received from the clinical site: the physician stated does not believe the low pump was caused by any pump issues that could be identified by the automated impella controller (aic) and images from the case. The patient was receiving cardiopulmonary resuscitation (CPR) during the entire case until the physician made the decision to stop resuscitative efforts.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced low flows. The pump was repositioned but the flows did not increase. The patient was receiving cardiopulmonary resuscitation throughout the case and expired on impella support.